Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 03-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008 for sterilization. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual, abdominal and back pain as well as heavy bleeding. Additionally, after being implanted with essure she began suffering from symptoms of depression and fatigue. She also began experiencing pain during intercourse. Since undergoing the essure procedure she suffered from severe migraines - for which she had no history of suffering prior to undergoing the implantation of essure. Plaintiffs essure related pain grew so severe that she was eventually prescribed percocet as treatment. Further, plaintiff was sent to the emergency room as a result of her severe abdominal pain. At the reporting time, she was waiting to be referred to a gynecologist in order to have her essure removed. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced severe abdominal pain as well as heavy (genital) bleeding. This pain (related to essure according to reporter) grew so severe that she was eventually prescribed percocet as treatment and was sent to emergency room. These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. Considering its nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Besides, given the long-term nature of this pain and the fact that she was prescribed as percocet to manage it, this case is regarded as incident. Non-serious events were also reported. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow-up received on 29-aug-2016: ptc investigation result was provided. (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced severe abdominal pain as well as heavy (genital) bleeding. This pain (related to essure according to reporter) grew so severe that she was eventually prescribed percocet as treatment and was sent to emergency room. These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. Considering its nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Besides, given the long-term nature of this pain and the fact that she was prescribed as percocet to manage it, this case is regarded as incident. Non-serious events were also reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain / pain') and rheumatoid arthritis ('rheumatoid arthritis') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no" and device ineffective "device ineffective". The patient's medical history included multigravida, multiparous (7 live births on (B)(6) 1993, (B)(6) 1994, (B)(6) 1996, (B)(6) 1997, (B)(6) 2001, (B)(6) 2004, (B)(6) 2008), premature birth, right lower quadrant pain, constipation, post-traumatic pain, weight gain, tiredness, blood pressure high, cramp in lower abdomen, asthma, leukoencephalopathy, deep venous thrombosis prophylaxis, ovarian torsion and tobacco user. Plaintiff denies allergy to nickel or any other component of essure. Plaintiff denies experiencing hypersensitivity reaction to nickel or any other component of essure.right knee 4 views -four views of the right knee reveal no evidence for fracture, dislocation, or other bone abnormality. No radiographic evidence for right knee joint effusion urine culture- negative, normal well woman exam pap smear, tsh, prolactin ordered.on (B)(6) 2015, pap cervical negative for intraepithelial lesion or malignancy, hpv mrma e6/e7 not detected. On (B)(6) 2015, cervix biopsy showed ectocervical squamous mucosa with no definitive evidence of dysplasia. On (B)(6) 2015 chlamydia trachomatis was not detected by nucleic acid amplification test, neisseria gonorrhea was not detected by nucleic acid amplification test on (B)(6) 2011, pap cervical was negative for intraepithelial lesion or malignancy, hpv dna,hihigh risk was not detected. On (B)(6) 2011, prolactin was 1.8 ng/ml l (interpreted as low) 3.0-30.0 ng/ml,testosterone was 32 mg/dl 2-45 ng/dl on (B)(6) 2009, chlamydia trachomati and neisseria gonorrhea was not detected on (B)(6) 2009, urine culture was negative on (B)(6) 2008, urine culture 100000 col/ml escherichia coli on (B)(6) 2008, pregnancy, hcg was negative. On (B)(6) 2007, cytology report squamous cell abnormality undetermined significance. Trichomonas vaginalis moderately inflammatory background on (B)(6) 2007, human papillomavirus was negative on (B)(6) 2003, right knee x ray was negative, right knee was supine and erect. On (B)(6) 2003, abdomen imaging showed there was a nonspecific, non-obstructive gas pattern and mild pattern. Previously administered products included for an unreported indication: labetalol and depo-provera. Concurrent conditions included burning micturition, irregular periods, prolonged periods, numbness in leg, headache, endoscopy, biopsy, flank pain, essential hypertension, chest pain, blurred vision, accelerated hypertension, ear pain, jaw pain, presyncope, earache, tia, lightheadedness, dizziness, inner ear infection, back pain, abdominal pain localised, aching in knees, vertebral osteophyte, arthropathy, joint effusion, peripheral edema, venous doppler, twitching of limbs, paraesthesia, uncontrolled hypertension, vaginal bleeding, cramp in lower abdomen, blackout, hypoaesthesia, maxillary sinus cyst, mastoiditis, limbs stiffness, polyp, gait disorder, intervertebral disc degeneration, shortness of breath, leg pain, nausea, drug overdose, poisoning by unspecified drug or medicament, hypokalemia, alcohol abuse, gastrointestinal pain, uterine cyst, asthma, anxiety, cervical radiculopathy, peripheral nerve disorder nos, cerebral atherosclerosis, hypercholesterolemia, morbid obesity, microangiopathy, spondylosis, neck pain, displacement of lumbar intervertebral disc without myelopathy, vaginal prolapse, diarrhea, peripheral edema, abdominal pain upper, pain in hip, neck pain, biopsy gastric, gastritis, gerd and behaviour disorder. Concomitant products included naproxen sodium (anaprox ds) since (B)(6) 2009 for abdominal cramps, clonidine since 2001, codeine, hydrochlorothiazide since (B)(6) 2013, lisinopril dihydrate (lisinopril acost) since (B)(6) 2013, promethazine since (B)(6) 2013 and salbutamol (albuterol hfa) since (B)(6) 2013 for back pain, sulfamethoxazole;trimethoprim (bactrim ds) since (B)(6) 2008 for escherichia urinary tract infection, valsartan (diovan) since (B)(6) 2006 for hypertension as well as amlodipine besilate (norvasc) since (B)(6) 2011, antibiotics since (B)(6) 2015, betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) since (B)(6) 2011, losartan since (B)(6) 2017, medroxyprogesterone acetate (depo-provera) since (B)(6) 2008, medroxyprogesterone acetate (provera) and oxycodone hydrochloride;paracetamol (acetaminophen;oxycodone hydrochloride) since (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain") and back pain ("severe back pain"). In 2009, the patient experienced fatigue ("fatigue") and dyspareunia ("pain during intercourse"). In 2010, the patient experienced migraine ("severe migraines"), weight fluctuation ("weight fluctuations") and arthralgia ("joint pain"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). In 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) with peripheral swelling and pain in extremity. On an unknown date, the patient experienced depression ("symptoms of depression/ depression became more severe due to pain") with stress, investigation noncompliance ("plaintiff denies undergoing an essure confirmation test/ plaintiff denies using birth control or contraception at any time following essure placement procedure."), nausea ("nausea"), headache ("headache"), anxiety ("do you claim that essure worsened a previously existing injury/condition? Yes-depression and anxiety became more severe due to pain") and pelvic pain ("pelvic pain"). The patient was treated with alprazolam (xanax), antihypertensives, hydrocodone bitartrate;paracetamol (vicodin), oxycodone, oxycodone hydrochloride;paracetamol (percocet), tramadol, and physical therapy. Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, pregnancy with contraceptive device, rheumatoid arthritis, dysmenorrhoea, back pain, depression, fatigue, dyspareunia, migraine, weight fluctuation, arthralgia, investigation noncompliance, nausea, headache, anxiety and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, investigation noncompliance, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rheumatoid arthritis and weight fluctuation to be related to essure. The reporter commented: plaintiff denies pregnancy on essure. Plaintiff denies allergy to nickel or any other component of essure. Plaintiff denies experiencing hypersensitivity reaction to nickel or any other component of essure. Plaintiff does claim that essure caused or aggravated any psychiatric and/or psychological condition. Plaintiff denies using birth control or contraception at any time following essure placement procedure. Plaintiff denies undergoing an essure confirmation test. Plaintiff denies having essure (or any part of the device) removed. Plaintiff states she is planning on having essure removed at unspecified date due to cost, but notes it causes her too much pain and each month gets worse. Depression began in 2001 but became worse due to pain. Plaintiff claimed -did you experience any complications of your pregnancy or delivery? Yes, pelvic pain, cramping, spotting, significant increase in depression and anxiety, episode of acute anxiety but did not mention in which pregnancy complication were occure. Diagnostic results (normal ranges are provided in parenthesis if available): bacterial test - on (B)(6) 2009: results: chlamydia trachomatis: negative; on (B)(6) 2015: results: chlamydia trachomatis: negative; on (B)(6) 2015: results: neisseria gonorrhea: not detected. Biopsy cervix - on (B)(6) 2015: results: no definitive evidence of dysplasia. Chest x-ray - on (B)(6) 2011: result: hypertensive encephalopathy impression: extensive white matter disease for patient's age. Differential possibilities would include small vessel ischemic. Disease or a demyelinating process. These areas do rot show enhancement after contrast. Question bilateral venous angiomas. No evidence for acute ischemia or intracranial hemorrhage. Computerised tomogram - on (B)(6) 2011: normal CT brain without contrast; on (B)(6) 2015: impression: patchy subtle ill-defined regions of low density in the bilateral white matter especially over left frontoparietal region. Uncertain if this could be an area of demyelination or just normal myelination variation. Suggest brain MRI for further evaluation. Alert: this is an abnormal report. Computerised tomogram abdomen - on (B)(6) 2015: duplex imaging of both ovaries shows no evidence of ovarian torsion or mass. No free fluid. Simple right ovarian cyst measures 1.8 cm impression: 1. Simple right ovarian cyst. 2. Cystic lesion seen at lower uterine body possibly related to area of scar. Clinical correlation recommended for prior surgery or multiparty. Clinical history: rlq pain. Computerised tomogram head - on (B)(6) 2009: brain: the ventricles are normal. The cerebral sulci are normal. No mass effect or midline shift. Nonspecific white matter changes in bilateral frontal lobes more prominent on the left side. Ischemic changes is unusual for patient's age. Nonischemic white matter pathology should be considered clinically.. Culture urine - on (B)(6) 2009: results: negative. Magnetic resonance imaging brain - on (B)(6) 2015: brain: MRI scan of the brain pre and post contrast demyelination protocol was performed including diffusion w/ adc map, gradient echo t2 and flair images. Impression: diffuse multiple t2 foci and confluent t2 signal regions throughout the bilateral frontal parietal deep white matter areas without enhancement. Findings are more indicative of underlying demyelinating process such as ms as a primary consideration. Other diffuse demyelinating disorders should also be considered. Prominent sinusitis left maxillary and bilateral mastoid fluid without enhancement.. Pregnancy test urine - on (B)(6) 2008: negative. Smear cervix - on (B)(6) 2015: results: negative for intraepithelial lesion or malignancy. Ultrasound abdomen - on (B)(6) 2011: multiple real-time sonographic images of the right and left kidneys were obtained. The right kidney measures 9.8 x 3.7 x 3.7 cm and the left kidney measures 10.0 x 4.8 x 4.6 cm. No hydronephrosis, perirenal fluid collections, renal mass lesions, or renal calculi are identified. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-aug-2020: pif received: new event "pelvic pain" was added.seriousness criteria (medically significant) of event genital hemorrhage,,pregnancy with contraceptive device was removed. Seriousness criteria (intervention required) was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain / pain') and rheumatoid arthritis ('rheumatoid arthritis') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no" and device ineffective "device ineffective". The patient's medical history included multigravida, multiparous (7 live births on (B)(6) 1993, (B)(6) 1994, (B)(6) 1996, (B)(6) 1997, (B)(6) 2001, (B)(6) 2004, (B)(6) 2008), premature birth, right lower quadrant pain, constipation, post-traumatic pain, weight gain, tiredness, blood pressure high, cramp in lower abdomen, asthma, leukoencephalopathy, deep venous thrombosis prophylaxis, ovarian torsion and tobacco user. Plaintiff denies allergy to nickel or any other component of essure. Plaintiff denies experiencing hypersensitivity reaction to nickel or any other component of essure. Right knee 4 views -four views of the right knee reveal no evidence for fracture, dislocation, or other bone abnormality. No radiographic evidence for right knee joint effusion. Urine culture- negative, normal well woman exam pap smear, tsh, prolactin ordered. On (B)(6) 2015, pap cervical negative for intraepithelial lesion or malignancy, hpv mrma e6/e7 not detected. On (B)(6) 2015, cervix biopsy showed ectocervical squamous mucosa with no definitive evidence of dysplasia. On (B)(6) 2015 chlamydia trachomatis was not detected by nucleic acid amplification test, neisseria gonorrhea was not detected by nucleic acid amplification test. On (B)(6) 2011, pap cervical was negative for intraepithelial lesion or malignancy, hpv dna,high risk was not detected. On (B)(6) 2011, prolactin was 1.8 ng/ml l (interpreted as low) 3.0-30.0 ng/ml,testosterone was 32 mg/dl 2-45 ng/dl. On (B)(6) 2009, chlamydia trachomati and neisseria gonorrhea was not detected. On (B)(6) 2009, urine culture was negative. On (B)(6) 2008, urine culture 100000 col/ml escherichia coli. On (B)(6) 2008, pregnancy, hcg was negative. On (B)(6) 2007, cytology report squamous cell abnormality undetermined significance. Trichomonas vaginalis moderately inflammatory background. On (B)(6) 2007, human papillomavirus was negative. On (B)(6) 2003, right knee x ray was negative, right knee was supine and erect. On (B)(6) 2003, abdomen imaging showed there was a nonspecific, non-obstructive gas pattern and mild pattern. Previously administered products included for an unreported indication: labetalol and depo-provera. Concurrent conditions included burning micturition, irregular periods, prolonged periods, numbness in leg, headache, endoscopy, biopsy, flank pain, essential hypertension, chest pain, blurred vision, accelerated hypertension, ear pain, jaw pain, presyncope, earache, tia, lightheadedness, dizziness, inner ear infection, back pain, abdominal pain localised, aching in knees, vertebral osteophyte, arthropathy, joint effusion, peripheral edema, venous doppler, twitching of limbs, paraesthesia, uncontrolled hypertension, vaginal bleeding, cramp in lower abdomen, blackout, hypoaesthesia, maxillary sinus cyst, mastoiditis, limbs stiffness, polyp, gait disorder, intervertebral disc degeneration, shortness of breath, leg pain, nausea, drug overdose, poisoning by unspecified drug or medicament, hypokalemia, alcohol abuse, gastrointestinal pain, uterine cyst, asthma, anxiety, cervical radiculopathy, peripheral nerve disorder nos, cerebral atherosclerosis, hypercholesterolemia, morbid obesity, microangiopathy, spondylosis, neck pain, displacement of lumbar intervertebral disc without myelopathy, vaginal prolapse, diarrhea, peripheral edema, abdominal pain upper, pain in hip, neck pain, biopsy gastric, gastritis, gerd and behaviour disorder. Concomitant products included naproxen sodium (anaprox ds) since (B)(6) 2009 for abdominal cramps, clonidine since 2001, codeine, hydrochlorothiazide since (B)(6) 2013, lisinopril dihydrate (lisinopril acost) since (B)(6) 2013, promethazine since (B)(6) 2013 and salbutamol (albuterol hfa) since (B)(6) 2013 for back pain, sulfamethoxazole; trimethoprim (bactrim ds) since (B)(6) 2008 for escherichia urinary tract infection, valsartan (diovan) since (B)(6) 2006 for hypertension as well as amlodipine besilate (norvasc) since (B)(6) 2011, antibiotics since (B)(6) 2015, betacarotene; bioflavonoids nos; biotin; calcium ascorbate; calcium pantothenate; calcium phosphate; choline bitartrate; chromic chloride; cholecalciferol; copper sulfate; cyanocobalamin; folic acid;hesperidin; inositol; iron amino acid chelate; lycopene; lysine hydrochloride; magnesium oxide; manganese sulfate; molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone; zinc oxide (multivitamin & mineral) since (B)(6) 2011, losartan since (B)(6) 2017, medroxyprogesterone acetate (depo-provera) since (B)(6) 2008, medroxyprogesterone acetate (provera) and oxycodone hydrochloride; paracetamol (acetaminophen; oxycodone hydrochloride) since (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain") and back pain ("severe back pain"). In 2009, the patient experienced fatigue ("fatigue") and dyspareunia ("pain during intercourse"). In 2010, the patient experienced migraine ("severe migraines"), weight fluctuation ("weight fluctuations") and arthralgia ("joint pain"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). In 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) with peripheral swelling and pain in extremity. On an unknown date, the patient experienced depression ("symptoms of depression/ depression became more severe due to pain") with stress, investigation noncompliance ("plaintiff denies undergoing an essure confirmation test/ plaintiff denies using birth control or contraception at any time following essure placement procedure."), nausea ("nausea"), headache ("headache"), anxiety ("do you claim that essure worsened a previously existing injury/condition? Yes-depression and anxiety became more severe due to pain") and pelvic pain ("pelvic pain"). The patient was treated with alprazolam (xanax), antihypertensives, hydrocodone bitartrate; paracetamol (vicodin), oxycodone, oxycodone hydrochloride; paracetamol (percocet), tramadol, and physical therapy. Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, pregnancy with contraceptive device, rheumatoid arthritis, dysmenorrhoea, back pain, depression, fatigue, dyspareunia, migraine, weight fluctuation, arthralgia, investigation noncompliance, nausea, headache, anxiety and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 7. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, investigation noncompliance, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rheumatoid arthritis and weight fluctuation to be related to essure. The reporter commented: plaintiff denies pregnancy on essure. Plaintiff denies allergy to nickel or any other component of essure. Plaintiff denies experiencing hypersensitivity reaction to nickel or any other component of essure. Plaintiff does claim that essure caused or aggravated any psychiatric and/or psychological condition. Plaintiff denies using birth control or contraception at any time following essure placement procedure. Plaintiff denies undergoing an essure confirmation test. Plaintiff denies having essure (or any part of the device) removed. Plaintiff states she is planning on having essure removed at unspecified date due to cost, but notes it causes her too much pain and each month gets worse. Depression began in 2001 but became worse due to pain. Plaintiff claimed -did you experience any complications of your pregnancy or delivery? Yes, pelvic pain, cramping, spotting, significant increase in depression and anxiety, episode of acute anxiety but did not mention in which pregnancy complication were occured. Diagnostic results (normal ranges are provided in parenthesis if available): bacterial test - on (B)(6) 2009: results: chlamydia trachomatis: negative; on (B)(6) 2015: results: chlamydia trachomatis: negative; on (B)(6) 2015: results: neisseria gonorrhea: not detected. Biopsy cervix - on (B)(6) 2015: results: no definitive evidence of dysplasia. Chest x-ray - on (B)(6) 2011: result: hypertensive encephalopathy. Impression: extensive white matter disease for patient's age. Differential possibilities would include small vessel ischemic. Disease or a demyelinating process. These areas do rot show enhancement after contrast. Question bilateral venous angiomas. No evidence for acute ischemia or intracranial hemorrhage. Computerised tomogram - on (B)(6) 2011: normal CT brain without contrast; on (B)(6) 2015: impression: patchy subtle ill-defined regions of low density in the bilateral white matter especially over left frontoparietal region. Uncertain if this could be an area of demyelination or just normal myelination variation. Suggest brain MRI for further evaluation. Alert: this is an abnormal report. Computerised tomogram abdomen - on (B)(6) 2015: duplex imaging of both ovaries shows no evidence of ovarian torsion or mass. No free fluid. Simple right ovarian cyst measures 1.8 cm impression: 1. Simple right ovarian cyst. 2. Cystic lesion seen at lower uterine body possibly related to area of scar. Clinical correlation recommended for prior surgery or multiparty. Clinical history: rlq pain. Computerised tomogram head - on (B)(6) 2009: brain: the ventricles are normal. The cerebral sulci are normal. No mass effect or midline shift. Nonspecific white matter changes in bilateral frontal lobes more prominent on the left side. Ischemic changes is unusual for patient's age. Nonischemic white matter pathology should be considered clinically. Culture urine - on (B)(6) 2009: results: negative. Magnetic resonance imaging brain - on (B)(6) 2015: brain: MRI scan of the brain pre and post contrast demyelination protocol was performed including diffusion w/ adc map, gradient echo t2 and flair images. Impression: diffuse multiple t2 foci and confluent t2 signal regions throughout the bilateral frontal parietal deep white matter areas without enhancement. Findings are more indicative of underlying demyelinating process such as ms as a primary consideration. Other diffuse demyelinating disorders should also be considered. Prominent sinusitis left maxillary and bilateral mastoid fluid without enhancement. Pregnancy test urine - on (B)(6) 2008: negative. Smear cervix - on (B)(6) 2015: results: negative for intraepithelial lesion or malignancy. Ultrasound abdomen - on (B)(6) 2011: multiple real-time sonographic images of the right and left kidneys were obtained. The right kidney measures 9.8 x 3.7 x 3.7 cm and the left kidney measures 10.0 x 4.8 x 4.6 cm. No hydronephrosis, perirenal fluid collections, renal mass lesions, or renal calculi are identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / pain"), genital haemorrhage ("heavy bleeding") and rheumatoid arthritis ("rheumatoid arthritis") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, multiparous (7 live births on (B)(6)) and premature birth. Plaintiff denies allergy to nickel or any other component of essure. Plaintiff denies experiencing hypersensitivity reaction to nickel or any other component of essure. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain") and back pain ("severe back pain"). In 2009, the patient experienced fatigue ("fatigue") and dyspareunia ("pain during intercourse"). In 2010, the patient experienced migraine ("severe migraines"), weight fluctuation ("weight fluctuations") and arthralgia ("joint pain"). In 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) with peripheral swelling and pain in extremity. On an unknown date, the patient experienced depression ("symptoms of depression/ depression became more severe due to pain") with stress and investigation noncompliance ("plaintiff denies undergoing an essure confirmation test/ plaintiff denies using birth control or contraception at any time following essure placement procedure."). The patient was treated with oxycocet (percocet), ibuprofen (motrin), vicodin, oxycodone, tramadol, alprazolam (xanax), antihypertensives and physical therapy. At the time of the report, the abdominal pain, genital haemorrhage, rheumatoid arthritis, dysmenorrhoea, back pain, depression, fatigue, dyspareunia, migraine, weight fluctuation, arthralgia and investigation noncompliance outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, investigation noncompliance, migraine, rheumatoid arthritis and weight fluctuation to be related to essure. The reporter commented: plaintiff denies pregnancy on essure. Plaintiff denies allergy to nickel or any other component of essure. Plaintiff denies experiencing hypersensitivity reaction to nickel or any other component of essure. Plaintiff does claim that essure caused or aggravated any psychiatric and/ or psychological condition. Plaintiff denies using birth control or contraception at any time following essure placement procedure. Plaintiff denies undergoing an essure confirmation test. Plaintiff denies having essure (or any part of the device) removed. Plaintiff states she is planning on having essure removed at unspecified date due to cost, but notes it causes her too much pain and each month gets worse. Depression began in 2001 but became worse due to pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 11-sep-2017: aka reporters added, patient's demographics were added. Medical history, pregnancy history, events added per pfs: weight fluctuations, joint pain, swelling of hands/swelling of legs/swelling of feet, rheumatoid arthritis, leg pain. Concomitant medication added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / pain"), genital haemorrhage ("heavy bleeding"), pregnancy with contraceptive device ("pregnancy") and rheumatoid arthritis ("rheumatoid arthritis") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no". The patient's medical history included multigravida, multiparous (7 live births on (B)(6) 1993, (B)(6) 1994, (B)(6) 1996, (B)(6) 1997, (B)(6) 2001, (B)(6) 2004, (B)(6) 2008), premature birth, right lower quadrant pain, constipation, post-traumatic pain, weight gain, tiredness, blood pressure high, cramp in lower abdomen and asthma. Plaintiff denies allergy to nickel or any other component of essure. Plaintiff denies experiencing hypersensitivity reaction to nickel or any other component of essure. Right knee 4 views -four views of the right knee reveal no evidence for fracture, dislocation, or other bone abnormality. No radiographic evidence for right knee joint effusion urine culture- negative, normal well woman exam pap smear, tsh, prolactin ordered. On (B)(6) 2015, pap cervical negative for intraepithelial lesion or malignancy, hpv mrma e6/e7 not detected. On (B)(6) 2015, cervix biopsy showed ectocervical squamous mucosa with no definitive evidence of dysplasia. On (B)(6) 2015 chlamydia trachomatis was not detected by nucleic acid amplification test, neisseria gonorrhea was not detected by nucleic acid amplification test on (B)(6) 2011, pap cervical was negative for intraepithelial lesion or malignancy, hpv dna,hihigh risk was not detected. On (B)(6) 2011, prolactin was 1.8 ng/ml l (interpreted as low) 3.0-30.0 ng/ml,testosterone was 32 mg/dl 2-45 ng/dl on (B)(6) 2009, chlamydia trachomati and neisseria gonorrhea was not detected on (B)(6) 2009, urine culture was negative on (B)(6) 2008, urine culture 100000 col/ml escherichia coli on (B)(6) 2008, pregnancy, hcg was negative. On (B)(6) 2007, cytology report squamous cell abnormality undetermined significance. Trichomonas vaginalis moderately inflammatory background on (B)(6) 2007, human papillomavirus was negative on (B)(6) 2003, right knee x ray was negative, right knee was supine and erect. On (B)(6) 2003, abdomen imaging showed there was a nonspecific, non-obstructive gas pattern and mild pattern. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included burning micturition, irregular periods, prolonged periods, numbness in leg, headache, endoscopy and biopsy. Concomitant products included naproxen sodium (anaprox ds) since (B)(6) 2009 for abdominal cramps, sulfamethoxazole;trimethoprim (bactrim ds) since (B)(6) 2008 for escherichia urinary tract infection, valsartan (diovan) since (B)(6) 2006 for hypertension as well as medroxyprogesterone acetate (provera) and metronidazole (flagyl) since (B)(6) 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain") and back pain ("severe back pain"). In 2009, the patient experienced fatigue ("fatigue") and dyspareunia ("pain during intercourse"). In 2010, the patient experienced migraine ("severe migraines"), weight fluctuation ("weight fluctuations") and arthralgia ("joint pain"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) with peripheral swelling and pain in extremity. On an unknown date, the patient experienced depression ("symptoms of depression/ depression became more severe due to pain") with stress, investigation noncompliance ("plaintiff denies undergoing an essure confirmation test/ plaintiff denies using birth control or contraception at any time following essure placement procedure."), nausea ("nausea"), headache ("headache") and anxiety ("do you claim that essure worsened a previously existing injury/condition? Yes-depression and anxiety became more severe due to pain"). The patient was treated with alprazolam (xanax), antihypertensives, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), oxycodone, oxycodone hydrochloride;paracetamol (percocet), tramadol and physical therapy. At the time of the report, the abdominal pain, genital haemorrhage, pregnancy with contraceptive device, rheumatoid arthritis, dysmenorrhoea, back pain, depression, fatigue, dyspareunia, migraine, weight fluctuation, arthralgia, investigation noncompliance, nausea, headache and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 7. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, investigation noncompliance, migraine, nausea, pregnancy with contraceptive device, rheumatoid arthritis and weight fluctuation to be related to essure. The reporter commented: plaintiff denies pregnancy on essure. Plaintiff denies allergy to nickel or any other component of essure. Plaintiff denies experiencing hypersensitivity reaction to nickel or any other component of essure. Plaintiff does claim that essure caused or aggravated any psychiatric and/or psychological condition. Plaintiff denies using birth control or contraception at any time following essure placement procedure. Plaintiff denies undergoing an essure confirmation test. Plaintiff denies having essure (or any part of the device) removed. Plaintiff states she is planning on having essure removed at unspecified date due to cost, but notes it causes her too much pain and each month gets worse. Depression began in 2001 but became worse due to pain. Plaintiff claimed -did you experience any complications of your pregnancy or delivery? Yes, pelvic pain, cramping, spotting, significant increase in depression and anxiety, episode of acute anxiety but did not mention in which pregnancy complication were occure. Diagnostic results (normal ranges are provided in parenthesis if available): bacterial test - on (B)(6) 2009: results: chlamydia trachomatis: negative; on (B)(6) 2015: results: chlamydia trachomatis: negative; on (B)(6) 2015: results: neisseria gonorrhea: not detected. Biopsy cervix - on (B)(6) 2015: results: no definitive evidence of dysplasia. Culture urine - on (B)(6) 2009: results: negative. Smear cervix - on (B)(6) 2015: results: negative for intraepithelial lesion or malignancy. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet- events nausea, headache, pregnancy,device ineffective,depression and anxiety became more severe due to pain,essure confirmation test(s) conducted, specify-no were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs